Event description:
The complainant reported that the physician was preparing to perform a ureteral stent procedure using a percuflex plus ureteral stent on a female patient. Prior to performing the procedure the clinicians noted that the tapered tip of the stent was broken within the device packaging. There did not appear to be any damage to the actual packaging. The clinicians then obtained another percuflex plus ureteral stent and successfully completed the patient procedure. The complainant reported that there were no adverse consequences to the patient as a result of the problem.

Manufacturer narrative:
The device has been received for analysis, but the evaluation has not yet been completed. Upon completion of the failure analysis of the device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event. (B) (4).